Event description:
Baxter reported that a transfer set had been replaced due to the leakage of peritoneal dialysis fluid the tubing. The date the transfer set was placed is not available. There was no patient injury or medical intervention was association with this incident per baxter.